Event description:
Baxter reported, "the transfer set had been replaced because of leaking of peritoneal dialysis fluid through the tubing. The transfer set was placed in 2004 (no more than 4 months.) Leaks happen because the twist clamp does not work. The twist clamp moves freely along the set." There was no pt injury or medical intervention associated with this incident according to baxter.